Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests and all were within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information received a smith medical cad-solis vip pump was underdelivering doses. As the complaint stated, patient not reaching their dose when infusing. Unknown drug infused and no patient adverse events reported.